Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the x-axis movement didn't work properly and that there were jumping movements in the x-axis. The positioner motion controller was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after performing invalidate home, the system¿s x-axis movement was not ok. The x-axis motor was making a strange noise and the system could not move in the x-direction. It was stated that when pressing the pendant button to move in the x-direction, there was a clicking sound. The motion controller unit was recognizing the current position as the end position, meaning that the end position was not known. Therefore, instead of moving forward the motion was backwards. The x-cables were swapped on the motion controller positioner with the z-motion cables. The issue then occurred with the z-axis, indicating an issue with the motion controller. This issue was discovered by a medtronic representative along with local field service engineers during installation. There was no patient present.

Manufacturer narrative:
H2) additional information: information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: rev. 2 : s/n (B)(4). Device evaluation: the positioner motion controller was returned for evaluation. Visual/physical examination, functional testing, and performance testing were performed, and the reported complaint was confirmed. The positioner control box was installed into a test system. The box failed motion calibration. X-axis failed as well due to no movement. There was an electrical failure with the positioner motion controller; the control box was faulty. If information is provided in the future, a supplemental report will be issued.